Manufacturer narrative:
Investigation of the pod data showed a 0x14 occlusion alarm and high pulse widths, which indicate signs of struggle for the device to deliver insulin. Inspection of the drive mechanism components found the hook post spring to be incorrectly installed. This incorrect installation caused the high pulse widths in the data that led to the occlusion alarm. The pod could not be rerun in an attempt to replicate the data as the plunger was not advanced enough to activate the pod. The pod was received with the formed needle visible in the exposed portion of the soft cannula. Inspection of the underside of the pod top housing reveal score marks. These score marks indicate that the linkage assembly is misaligned with the pod top housing, resulting in the needle failing to fully retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod longer than 48 hours on the leg. For treatment, no information was given.